Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms. Oversensing of noise was also observed on the rv channel. The system was reprogrammed and the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).